Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had operating currents within specification and no unexpected battery out limit alarm was noted. The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm was noted and the motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 121 mg/dl. The customer reported a motor error from the insulin pump that would occur at random times of the day. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional info was provided.